Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced decreased vision, the milky haze appeared on the posterior surface of the iol and a milky fluid between the posterior iol surface and the posterior capsule. The posterior capsule has +2 haze and mild retained cortical material inferiorly in the capsular bag. Additional information has been requested and received stating the physician has performed yag. The milky material is no longer on the posterior aspect of the iol. The patient was very happy with the outcome as the issue resolved.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Based on the information provided it does not appear that the events were related to the iol. Information was provided that the lens was implanted 8 years ago. Gradually over the last 2 years the patient had decreased vision. A yttrium aluminum garnet (yag) capsulotomy was done last week. The milky material is no longer on the posterior aspect of the iol. The patient is very happy with the outcome. The manufacturer internal reference number is: (B)(4).